Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4). The system was investigated by our field service engineer on-site. The expiratory pressure transducer pcb was found faulty and was replaced. The returned expiratory pressure transducer board was simulated use tested in our laboratory environment. A drift of the zero pressure offset value over time could be verified and the reported pressure transducer test failure during system checkout was reproduced. The test showed that the zero pressure offset had drifted outside limits. The pressure transducer has a factory calibrated default zero pressure offset value, and allowed zero pressure offset drift before the test fails is ± 300mv from the factory default value. The drift of the zero pressure offset value was caused by a defective pressure sensor on the expiratory pressure transducer pcb. Evaluation of the received device logs also confirmed that the pressure transducer test in system checkout failed due to an zero pressure offset drift in the expiratory pressure transducer pcb. Our conclusion is that the reported pressure transducer test failure was caused by a faulty pressure sensor on the expiratory pressure transducer pcb.

Event description:
(B)(4).

Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system check out. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).